Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated an error which rendered the unit inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The customer stated there was no injury to the patient as the ventilator continued to ventilate the patient.